Manufacturer narrative:
This is the same event as 3010536692-2016-00689.

Event description:
Allegedly, patient suffering from mom complications. Additional information received 04/18/2016. Allegedly the patient was revised due to the following mom complications: pain; levels of cobalt/chromium levels in the bloodstream; metallosis. (Left).